Event description:
Had mcghan 168 style implants 22 years and became sick about 10 years before explant. Symptoms included heart palpitations, feeling like I had a fever every afternoon, feeling of being poisoned, extreme tiredness, aching joints, stiff neck, soreness in ribs, shortness of breath, stinky armpits like a rotten smell, anxiety.